Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they went to their dentist after the aligners cut their gums causing swelling and bleeding. Their dentist informed them that they are not a candidate for the aligner program. Patient checked true to sensitivity, discomfort, inflammation at check in. Patient stopped treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.